Manufacturer narrative:
No product was returned for evaluation. The report of elevations in flow were confirmed based on the evaluation of the submitted system controller log file; however, a potential cause for the elevations could not be conclusively determined. Furthermore, a correlation between the device and the report of suspected thrombus could not be conclusively determined through this evaluation. Review of the submitted log file showed two transient power elevations captured on (B)(4)2017 and (B)(4)2017 that corresponded to elevations in estimated flow in the range of 10.2-10.9 lpm. These events occurred during pi events. The hmii IFU explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. No atypical alarms were captured and the system showed device operation above the low speed limit for the duration of the log file. The patient remains ongoing on vad support with no further issues reported. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient log file was submitted for review due to elevated lvad parameters. The manufacturer¿s technical services representative reviewed the submitted log file and revealed trajectories consistent with the presence of thrombus. Additional information was requested, but was not provided.